Manufacturer narrative:
B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. No patient symptoms were reported. A revision was attempted but there was difficulty repositioning the lead. The lead was explanted and replaced at that time. The patient noted to be in good condition following the procedure.